Event description:
It was reported the concerned microcatheter was used in conjunction with an intraluminal support stent to treat an aneurysm in the m2 segment of the middle cerebral artery (mca). When the stent was attempted to be inserted into the microcatheter through the y-connector, resistance was encountered. The stent was retracted once and devices were inspected. After ensuring that the introducer was fully engaged with the hub without any gaps, the stent was attempted to be inserted into the microcatheter again. However, the stent still encountered resistance at the hub of the microcatheter. When attempting to retrieve the stent into the introducer, the stent unintentionally detached. Suspecting a problem with the microcatheter, it was replaced with a different model microcatheter. The new microcatheter was navigated to the m2 and a new stent was implanted from the m2 via the microcatheter. The target aneurysm was embolized with coils using the trans-cell technique. Subsequently, the procedure was completed successfully. There was no health damage to the patient. When the microcatheter was returned for evaluation, an investigation of the returned microcatheter found exposed braid at the hub.

Manufacturer narrative:
The investigation found that an in-house guidewire experienced resistance when advancing through the returned headway microcatheter during functional testing, which is consistent with the alleged product issue. The lumen of the microcatheter was found to have damage ptfe liner with the lumen braid exposed, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damage ptfe liner and exposed lumen braid, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.